Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017 a patient (pt) called to report that while wearing the acuvue oasys brand contact lenses he/she experienced itching and redness. Pt reports that the redness continued after the lens was removed. The pt reported that he/she went to the eye care provider (ecp) and was prescribed eye drops in feb 2017. Pt reported that upon removing the lenses from the packages and from the eye, the lenses were torn. On 29mar2017 a call was placed to the pt and additional information was received: pt reported that the os was dry, itchy, red and he/she experienced blurry vision after an hour of wearing the lens. Pt reports that his/her wear schedule was for two to three weeks, until they become irritated, and does not sleep in the lenses; reports that the os is fine now. Pt was prescribed ciprofloxacin os qid for fourteen days and no contact lens wear. On 29mar2017 a call was placed to the pts ecp for additional information: a representative at the ecp¿s office reported that the pt was diagnosed with acute bacterial conjunctivitis os; prescribed ciprofloxacin qid for one week and no contact lens wear for one week; pt returned to contact lens wear after one week; pt was advised to return if symptoms continued and to follow-up in six months. No additional medical information was received. No additional medical information is expected. The suspect lens was discarded by the pt. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00mdlb was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.